Event description:
On (B)(6) 2023, it was reported by a sales representative via (B)(4) that an abs-10062t aspiration kit did not function properly. This occurred during a case and they followed all the steps in setting up the machine, filtered the bone marrow, and hit the green start button to process the bma. The bma would draw up and get around the black rotor but then would not get into the cassette. They emptied the cassette and tried a second time. They then opened a second abs-10062t withdrew the bma from the first kit and processed it in the new one. There was no effect on the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation was not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The reported failure is most likely due to a user error, following the correct surgical technique for the device.